Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low flow faults and hazard alarms captured on 6may2019 between 2:59pm-3:23pm. Due to the estimated flow falling below the low flow threshold of 2.5lpm. A root cause could not be conclusively determined. Low speed advisories were captured on (B)(6) 2019 2:05pm as a result of the low speed limit being set higher than the 5700rpm. This was resolved with the low speed limit being lowered to 5500rpm. The heartmate 3 lvas IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The IFU explains that a low speed advisory alarm appears if either the fixed speed has been set 200 rpm or more below the low speed limit, or the system controller is unable to maintain the speed at or above the low speed limit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient went into the operating room for rvad revision. Patient was noted to have experienced a low speed advisory on (B)(6) 2019 when the low limit was set higher than the fixed speed with a fixed speed of 5700 rpm and a low limit of 6000 rpm. The low limit was quickly changed to 5500 rpm which resolved the low speed events. The patient received the low flow alarms because their right ventricle collapsed due to coughing. The patient's rvad was revised due to malposition of the long venous cannula. Patient is still in the ICU with rvad support. No additional information was reported.